Manufacturer narrative:
The device was discarded by the site. No malfunction of the device was alleged. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a (B)(6) year old male with sepsis was indicated for complete cardiac lead system removal. The implantable cardioverter defibrillator (ICD) lead in the right ventricle (rv) was removed with a spectranetics 14fr glidelight laser sheath. The physician then attempted to remove the two pacing leads (1 in the right ventricle and 1 in the right atrium) with the 14fr glidelight laser sheath. He stalled on his progress in the superior vena cava (svc) and upsized to a spectranetics 16fr glidelight laser sheath 500-303. During the removal of the pacing lead in the right ventricle with the 16fr glidelight laser sheath, the patient¿s blood pressure dropped. The physician suspected an svc tear and opened the chest to rescue. While the chest was open the physician removed the remaining leads via sternotomy. The rescue was successful and the patient was transferred to the intensive care unit (ICU) for recovery.